Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, a squeezed and deformed lead body was noted 27 cm distal to the df4 connector pin. The insulation was still intact in this region. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead had been subjected to excessive mechanical forces as the result of clavicular first rib entrapment. Additionally, the shock coils were deformed, which most likely occurred during the explantation of the lead. Further analysis of the lead did not show any deviations that might have led to the reported loss of capture and decreasing sensing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This lead was explanted and replaced due to intermittent capture and decreasing sensing. No adverse patient events were reported. Should additional information become available, this file will be updated.